Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not detect vf because of device-to-device interaction with the patient's pacemaker and low amplitude egms.